Event description:
The patient presented with a loosened eleos distal femoral segmental stem. A revision surgery was performed on (B)(6) 2023 to replace the eleos distal femoral stem with a depuy reclaim stem and onkos surgical my3d eleos x depuy reclaim coupler with onkos surgical my3d depuy reclaim retention bolt.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. 3013450937-2018-00070 was previously reported for the same patient.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to 4110: trend analysis h6: type of investigation code updated to 4117: device not accessible for testing h6: type of investigation code updated to 3331: analysis of production records h6: type of investigation code updated to 4111: communication/interviews h6: type of investigation code updated to 4109: historical data analysis h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
The patient presented with a loosened eleos distal femoral segmental stem. A revision surgery was performed on (B)(6) 2023 to replace the eleos distal femoral stem with a depuy reclaim stem and onkos surgical my3d eleos x depuy reclaim coupler with onkos surgical my3d depuy reclaim retention bolt.